Event description:
Over past 8 months, vision was increasingly blurred, with pseudophakic bulbous keratopathy of the left eye. The ac iol had to be explanted and replaced with another iol and a corneal graft was required.